Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the pelvic abscess outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic abscess and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received : event "abscess" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Outcome of pain and bleeding were updated. Laboratory data was added, essure removal date with procedure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.